Manufacturer narrative:
Date of the event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number 3006705815-2022-00980. It was reported that patient experienced ineffective therapy due to lead migration issue. Patient denies any traumas or falls. Leads were explanted, and a new lead was implanted. There were no complications during the procedure and therapy was restored. Patient was stable.